Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/26/2018. (B)(4). Reporter phone number unknown. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that an alarm light emitting diode failure occurred and was observed in the device logs. There was no patient involvement.